Event description:
Boston scientific received information that this pacemaker and implantable right ventricular (rv) lead were exhibiting high pacing impedance measurements. The lead safety switch had been triggered on the device and the polarity had switched to unipolar. There was also a report of pacing inhibition for greater than two seconds in which the patient reported feeling symptomatic. The patient had a slow underlying rhythm in the 30 bpm range. It was noted that the patient frequently lift weights and which has put repetitive stress on the lead. The lead safety switch was reset and temporarily turned off. Sensing was also adjusted to 10 mv to prevent additional pacing inhibition. Two days later a procedure took place and an rv lead conductor fracture was reported. The lead was capped and the device was electively replaced due to one year remaining longevity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.